Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat mixed tricuspid regurgitation (tr) with a grade of 4-5. A triclip steerable guide catheter (tsgc) was prepared per the instructions for use (IFU) and inserted without issues. However, after removing the dilator, a loss of fluid column occurred, requiring aspiration. In the physician¿s opinion, the hemostatic valve remained open. Therefore, the tsgc was removed and replaced. One clip was then implanted, reducing tr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.